Event description:
The customer initially called on (B)(6) 2016 and stated that calibration was failing for ion selective electrode (ise) tests on the integra 400 plus analyzer. It was explained to the customer that the reason for the failure is imprecision. On (B)(6) 2016, the customer stated that they tried to re-calibrate and this time, it was successful. The customer performed a wash time adjust maintenance on the analyzer twice and this looked good. The customer then stated that the physician called her and was concerned about an unspecified number of patient samples that recovered results that were too high for the na+ electrode (sodium) test. The customer provided results for one patient sample and this sample had an erroneous sodium result that was reported outside of the laboratory. The sample initially resulted as 147 mmol/l on (B)(6) 2016 and this value was reported outside of the laboratory. The sample was repeated on (B)(6) 2016 after the ise tests seemed to be working ok, resulting as 140 mmol/l. The repeat value was believed to be correct. It was asked, but it is not known if there were any adverse events related to the issue. No adverse events were alleged. The sodium electrode lot number and expiration date were asked for, but not provided. The field service representative determined that there was a fluidics failure for a system reagent. He replaced ise tubings and completed preventive maintenance on the analyzer. All required service actions passed. He performed an instrument check and set the wash time. The customer ran passing calibrations and related control results were found to be within specifications.